Event description:
Reporter indicated via clinical notes received to the MFR that a pt was having increased seizures in (B)(6) 2011. Clinical notes also indicated the seizures had improved in (B)(6) 2011, and the vns was not at end of svc. The pt also had a urinary tract infection at the time the seizures were increased in (B)(6) 2011. Prophylactic vns generator replacement is planned. Attempts for further info are in progress.